Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. Correction: b5: it was reported that a particulate matter further described as "red paint" was observed inside the cap of two polyflux 14l dialyzers before use (previously reported as one unit). H10: the actual devices and photographs were received for evaluation. Visual inspection of the provided photos shows the two products in their original packaging. One photo shows two red lines visible on the head area. On the second photo a loose green particle is visible inside the primary packaging. Visual inspection with the naked eye of one of the actual products shows that two red lines are visible on the cutting surface of the product. Visual inspection with the naked eye of one of the actual devices showed a loose green particle in the primary packaging. The ir analysis shows that the particle is made of polypropylene. The reported condition was verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter further described as "red paint" was observed inside the cap of a polyflux 14l dialyzer during priming. There was no patient involvement. No additional information is available.